Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) recorded a signal artifact monitor (sam) episode. This resulted in the minute ventilation (mv) feature being automatically disabled. All lead measurements were within normal range. Anti-tachycardia pacing (atp) and shock therapy were delivered to convert arrhythmia. The last round of atp accelerated the rhythm into the ventricular fibrillation (vf) zone and that is when they received a shock. This device remains in service. No adverse patient effects were reported.